Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During a distal radius procedure, surgeon was using torque limiter to tighten a 2.4 mm ti va locking screw onto the 2.4 mm ti va-lcp 2 clmn vlr distal radius plate 6 hole and the screw went through the plate further into the patient than the surgeon intended. Surgeon made an incision on the other side of the wrist and pulled out the screw through the incision. Surgeon closed the incision and did not add a screw to that hole in the plate. The procedure was completed. Hospital discarded the screw and the plate was implanted. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Manufacturer name, city and state corrected from synthes (B)(4). Manufacturing site was corrected from synthes (B)(4).

Event description:
This is 2 of 2 reports for the same event, complaint #(B)(4).